Manufacturer narrative:
Per the tandem user guide, ¿make sure that you always have an insulin syringe and vial of insulin or a prefilled insulin pen with you as a backup for emergency situations.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was "high" on cgm. Customer attempted to treat elevated bg with a bolus, however they were unsuccessful due to the malfunction alarm. Reportedly, customer was out of back up insulin and syringes. A replacement pump was sent to customer. Customer declined follow up to make sure they obtained a back up insulin therapy.